Event description:
It was reported that the device had migrated. The physician decided to explant and replace the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.